Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced episodes of noise and non-sustained ventricular oversensing. The rv lead is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.